Manufacturer narrative:
Occupation - other; inventory manager. Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be submitted.

Event description:
It was reported that a t-spine procedure with tumor removal was performed on (B)(6) 2022, utilizing the reform pedicle screw system. After placing screws and the tumor debulked, the surgeon placed rods and set screws and when using the t25, lock-screw torque driver, reform (39-rd-0060) for final tightening, the tip broke. The broken piece was removed from the patient cavity and the procedure completed utilizing the second driver, readily available in the set. Radiographs confirmed no broken metal pieces were left in the patient. There was no patient injury and no delay reported.

Manufacturer narrative:
H3 device evaluation - the lock screw final tightener is fractured at the tip. The fracture plane is heavily skewed relative to the driver's longitudinal axis indicating that the driver had been subjected to both bending moments and torque. Marring in the area below the square drive was also observed. The marring is 360 degrees around one location which would be consistent with an instrument being improperly attached to a device under power. It is unknown if the fracture as well as the marring of the drive feature were solely due to conditions associated with this procedure or if they were initiated in prior procedures and manifested in the subsequent failure. Review of device history records found (B)(4) pieces of this lot released for distribution on 5/29/2019 with no deviation or anomalies. Two-year complaint history review did not reveal a trend for reports of this nature for this part number. No corrective actions are recommended.

Event description:
It was reported that a t-spine procedure with tumor removal was performed on (B)(6) 2022, utilizing the reform pedicle screw system. After placing screws and the tumor debulked, the surgeon placed rods and set screws and when using the t25, lock-screw torque driver, reform (39-rd-0060) for final tightening, the tip broke. The broken piece was removed from the patient cavity and the procedure completed utilizing the second driver, readily available in the set. Radiographs confirmed no broken metal pieces were left in the patient. There was no patient injury and no delay reported.